Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced repeated dexcom g7 sensor pairing failures after a sensor change, including unsuccessful attempts after trying recommended steps and again with a subsequent new sensor, after which a new sensor was placed, the pairing code was entered, and the sensor entered warmup. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and education with guidance to perform pairing procedures and the magnet reset. Investigation of this case revealed an inability of the cgm sensor to establish communication, with the responsible device not identified and no confirmed ilet malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.